Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020 twice. It was unknown that the auto mode feature was not active at time of event. Customer was not assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.